Event description:
It was reported that the customer had black pixels on his screen. The customer's blood glucose was 234 mg/dl. Troubleshooting was done. The customer inserted a battery and stated that the display turned to normal. Assisted customer in performing a self test. The customer stated there were no missing segments on the screen. Advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.